Manufacturer narrative:
(B)(4).

Event description:
Procedure type: roux-en-y. According to the reporter: the staples did not fully form on one side of the reload so one side was closed with staples but the other side was malformed or unformed. Reload was partially articulated during occurrence. There was additional tissue resection and oversewing of the unformed side. Patient status was not too concerning. Patient had a bmi of 55. Operating time was not extended by more than 30 minutes (10 minutes). There was no blood loss of over 500cc. No reinforcement material was used.